Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg imaging system was selected for use. Prior to the procedure, it was noted that the device could not be turned on. The procedure was not completed due to this event. No patient complications were reported.